Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 67 mg/dl (aviva) and 223 mg/dl (doctor's meter). The lot number was not provided. No adverse event was reported. Return of the suspect device was requested for evaluation.